Event description:
It has been reported to philips that the allura system blocked exposure during a clinical procedure. The procedure was completed after transferring to the patient to another system. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic procedure and the procedure was delayed. The procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system blocked exposure during a clinical procedure. Upon functional testing, fse found fault with the image processing (ip) pc and would not boot properly, causing the exposure to be blocked. The fse replaced the ip pc. After replacement of the ip pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.